Event description:
It was reported that the rv lead was explanted due to inappropriate inhibition of pacing and possible intermittent loss of capture causing syncope. No further patient complications were reported as a result of this event.